Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log revealed a 'high-pressure' alarm. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. As a preventative measure the dso sensor was re-calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a blockage alarm displayed (2023/12 sales). The fault occurred during infusion. There was patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.